Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (500 mcg/ml at 70 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 19-jul-2017 it was reported that during a refill procedure, the pump was found to be flipped. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The flipped pump was diagnosed via an x-ray (ap view) which confirmed the catheter connector was on the left and the letters were reversed. The patient was going to be scheduled for surgery in the next day or two. The pump would alarm on (B)(6) 2017 for low reservoir volume. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.